Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed off no power. The customer¿s blood glucose level was 316 mg/dl at the time of the incident. The customer stated that low battery alert was not received prior to off no power alarm. Customer stated that the insulin pump was not dropped and brand new battery has been used. Customer also reported to have received a motor error alarm. Motor error troubleshooting was performed and the insulin pump was able to complete the rewind process. The customer was advised to monitor the insulin pump. The insulin pump is not expected to return for analysis.